Manufacturer narrative:
Investigation summary: in response to the event reported, a device history review was conducted for lot number 1355723. Our records show that this is the only instance of this issue occurring in this production batch. According to the sampling plan applied for product performance, this lot was accepted and released without defects being noted during the final assembly or visual inspections. Additionally, a sample could not be obtained for evaluation and testing, but this lot was treated and received a certificate of conformance for sterility. Unfortunately, without the ability to investigate the affected unit our quality engineers were unable to determine the root cause for this complaint.

Event description:
It was reported that a cord-like, red line appeared on the back of the patient's left hand several days after the bd pegasus¿ safety closed IV catheter system was used on them. Magnesium sulfate was used on the affected area, and the patient was treated with cefoxitin sodium, oxytocin, vc, glucose, cefotaxime sodium, and metronidazole. The following information was provided by the initial reporter, translated from chinese: "the nurse reported that there was a cord-like red line at the indwelling needle on the back of the patient's left hand during infusion... Received an update from the sales representative, and the description of the incident was updated as follows: 1. The clinical feedback is that the tube was placed on (B)(6), and the "cord-like red line" was found on (B)(6) when the tube was extubated. The specific time of occurrence was not provided. 2. It was learned from the ward that the patient was treated with cefoxitin sodium, oxytocin, vc, glucose, cefotaxime sodium, and metronidazole on (B)(6). No IV fluid therapy until extubation on (B)(6). 3. After the "cord-shaped red line" occurred, the patient was clinically treated by removing the indwelling needle and applying external application of magnesium sulfate... (B)(6) 2022 16:40 after indwelling the indwelling needle, the IV drip + metronidazole, (B)(6) 2022 09:20 found a cord-like red line at the indwelling needle on the back of the left hand. "Preliminary treatment of the department: the indwelling needle was removed and magnesium sulfate was applied externally. The department's on-site statement: the tube was placed on (B)(6), and the "cord-shaped red line" was found on (B)(6). The specific time of appearance was not provided. Patient on (B)(6), he was treated with cefoxitin sodium, oxytocin, vc, glucose, cefotaxime sodium, and metronidazole. After that, there was no intravenous infusion until he was extubated on (B)(6).